Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experiences weakness and numbness in his left arm, from his elbow to fingers. The pt reported issue started the dat after the permanent implant and the issue has not resolved. The pt has been seen by a nerve specialist and testing was done. The pt reported the weakness had resolved but still has pain and tingling from his elbow to fingers. The pt had a CT scan. The pt does not have the results of the testing.